Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump daily total basal history did not reflect accurately. There was no reported impact to the customer's blood glucose level. Reportedly, a pump reset was performed to resolve the issue. Multiple attempts were made by tandem¿s technical support; however, a response was not received.